Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occured in united states it was reported that patient faced infusion set cannula bent event on 25-feb-2026. The blood glucose level was 378 mg/dl and the patient was treated with manual insulin injection. The patient replaced infusion sets and resumed insulin successfully. No further information is available.